Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the pain issues were getting worse and they wanted to confirm if their ins was working properly. Pt wanted to connect with their representative (rep), and they mentioned that a representative had previously visited their house to check their ins and informed them that the device was not working. Pt confirmed that their ins was charged and it's always charged. Agent asked, pt confirmed that they couldn't feel the stimulation. Agent attempted to walk the pt through checking if the therapy was turned on however pt didn't have the controller at the time of the call. Patient was redirected to their hcp to further address the issue. Pt mentioned that the issue has been going on for over a month.